Event description:
The manufacturer received information alleging 2/3 months headaches in the morning when waking up and irritation in the nose related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The date in section b4 should be 06/23/2022 instead of 06/24/2022.